Event description:
Hill-rom received a report from a hill-rom technician stating the account stating the bed exit alarm was not sounding at the bed. The bed was located in (B)(6) at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the user control board needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventive maintenance on this bed. The technician replaced the user control board to resolve the issue. Based on this info, no further action is required.